Event description:
On (B)(6) 2013, the mother of a pt and a physician contacted our (B)(4) affiliate requesting product information to determine if there was a possible allergen in the product. The report received indicates: the pt was given trueye diagnostic lenses on (B)(6) 2013. When the mother came home from work that day, the pt stated his/her eyes did not hurt. The pt went to a movie at approximately 6 pm and while watching the movie, he/she got hives, became "stuffy", and allergies and asthma "came out". The reporter indicated "the symptoms continue and the pt is on a drip of steroids. The hives is like a type I reaction, like erythema multiforme. The pt has a fever of 38 degrees celsius, continuing from (B)(6) 2013, and the eyes are bloodshot." On (B)(4) 2013, our (B)(4) affiliate spoke with the treating physician. The physician stated that the pt is still being followed. The physician said that the symptom is more like an infection, which is not ocular or contact lens (cl) related, than a systemic allergy. The physician stated that since she is not a eye care professional, she refused to state if the symptom was or was not cl-related. The physician declined further interview and stated "the pt is getting better and it is unwelcome to be contacted."

Manufacturer narrative:
This report covers the pt's left eye. The associated manufacturer report numbers for the right eye is 1033553-2013-00104. The lot number for the device is unk therefore a device history report review could not be conducted. Based on all available information, no causal factors can be determined and no conclusion can be drawn. Additional information will be submitted within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings.